Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and had cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and had cosmetic depression and there was apparent explant damage.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an anatomical donation service with no information. Further review of the manufacturer's database indicated the patient died approximately two months after ICD and left ventricular lead were implanted.